Event description:
The reporter stated that keypad buttons were hard to press. It was indicated the buttons did not have normal spring back; she stated that the buttons would not go up and down all of the time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2012 with the following findings: evaluation revealed that the keypad rubber was lifted near the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow, contrast and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. All other keys responded appropriately and spring back or click normally. Evaluation revealed that there was contamination under the key contacts. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Follow-up #1 05/09/2012 additional information: the reporter contacted animas on (B)(6) 2012 reporting that all of the keypad buttons were having a response issue. The reporter contacted animas again on (B)(6) 2012 reporting that the keypad was torn over the buttons. It is unclear if the damage to the keypad occurred before or after the response issue. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.